Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the cutting wire broken and blackened. Moreover, the extrusion distal section was not received (device cut). A functional test was performed and the electrical resistance of the device was within specification. The evaluation concluded, it is possible that due to anatomical or procedural factors encountered during the procedure, performance was limited, and force applied to the device may have generated the failure noted. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the cutwire of the device broke after the unsuccessful attempt to deliver current. In order to prevent scope damage, the device and scope were removed together from the patient. The ultratome was then removed from the scope by cutting the tip of the ultratome. Reportedly, no part of the device detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultratome¿ xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the cutwire of the device broke after the unsuccessful attempt to deliver current. In order to prevent scope damage, the device and scope were removed together from the patient. The ultratome was then removed from the scope by cutting the tip of the ultratome. Reportedly, no part of the device detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.